Event description:
Customer reported that a pump alarm occurred during insulin pumping. Blood glucose level did not exceed 500 mg/dl, indicating a normal impact. Technical support assisted the customer in loading a new cartridge, and the customer successfully resumed insulin therapy.